Manufacturer narrative:
This report is submitted on december 6, 2021.

Event description:
Per the clinic, the patient experienced an infection at the implant site that was successfully treated with antibiotics (mode of administration unknown). The implant remains in-situ. Further information is being sought from the clinic.

Event description:
Per the clinic, the device was explanted on (B)(6), 2022. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on january 03, 2023.

Event description:
Per the clinic, the patient underwent skin revision surgery (specific date not reported) to cover the implant site and allow patient to heal.